Event description:
It was reported that within a month of implant the right ventricular lead perforated through the septal wall into the left ventricle and through the left ventricular wall to the lung. The lead was surgically removed and an epicardial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.